Event description:
Revision surgery- surgeon treated apparent infection by opening prior surgical site to cleanse knee. For the purpose of obtaining access, the insert was removed. After treating the soft tissue a new insert was implanted.